Event description:
It was reported that "unknown small material was observed in the IV tubing at 8 cm from dpt before use."

Manufacturer narrative:
We received one single dpt kit with IV set and pressure tubing for examination. Priming solution was not visible throughout the unit. The vented cap was still attached to the end of the pressure line. There was no visible blood found at the distal tubing male connector. Black material was observed on the inner surface of the nipro IV tube. The black material seemed embedded to the tubing wall. The location of the particulate was 65mm from the IV tubing male connector which was connected to the female luer of the dpt. The particulate was approximately 1 x 0.5mm in size. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Manufacturer narrative:
Investigation at the manufacturing facility determined that the ir spectrum of the black substance showed similar absorption characteristics when comparing to polycarbonate. The existing manufacturing process does not contain does not contain a step where that type of particulate could be mixed into the set. The male connector of the IV set from the supplier is made of polycarbonate and it appears that the particulate could have become stuck to the connectors inside the bag when receiving from the supplier. All inspectors of incoming products were made aware of this complaint.